Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio observed the main keypad to user interface (ui) pcb cable, designator w13 disconnected. Physio connected the main keypad to user interface (ui) pcb cable to resolve the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. There was no patient use associated with the reported event.